Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the reported controller software error. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to above 400 mg/dl after more than 48 hours of pod wear on the abdomen. The patient stated that she replaced both the pod and the dexcom continuous glucose monitor twice on the same day; however, blood glucose levels remained elevated, and the insulin-on-board value displayed on the omnipod system did not change. It was further noted that the omnipod system switched multiple times to limited automated and manual mode, with automated delivery restriction alerts presented each time. Reported symptoms included vision impairment, hearing changes, nervousness, and irritation. The patient was subsequently hospitalized and diagnosed with hyperglycemia. Treatment at the hospital consisted of intravenous saline solution, electrolytes, insulin injections, and heparin injections for blood pressure management. The patient was discharged on (B)(6) 2026.